Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "deflation" against left device. The device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold and opening curved on posterior. Leak test and microscopic analysis was performed which identified: opening crease sharp on posterior and wear abrasion. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease sharp on posterior assessed as fold flaw opening -creases are observed but have no relationship with manufacturing. Additional, changed, and/or corrected data: g1, h3, h6

Event description:
Healthcare professional reported "deflation" against left device. Physician additionally reported left side "multiple folds noted." The device was replaced.

Manufacturer narrative:
E1 additional email: (B)(6). Correct reason for reoperation: deflation.

Event description:
Physician additionally reported, left side "multiple folds noted". The device was replaced.